Manufacturer narrative:
The reported damage is confirmed based on the pictures provided by the reporter. The mayfield head holder adaptor s/n mt-02-268 s18075 and the support arm s/n mt-02-216 s18140 were not returned at the manufacturing site for investigation. Although this could not be confirmed by our analysis, the reported event is possibly related to a known hardware design issue concerning the mayfield head holder adaptor. D4 unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer (fse) assisted the surgeon for an seeg case. Before the case started, the fse noticed that the mayfield adaptor (B)(6) was very difficult to move for the part attaching to the support arm (B)(6). The fse took apart the mayfield adaptor so that it was just the one part attached to the support arm, and it still would not move at all. There didn't appear to be any gunk that would have caused this issue between the two parts, and the fse did not have grease (although it appeared that wouldn't have helped anyways). The part of the mayfield still attached was attempted to be lifted off of the support arm, but it was very difficult and could not be completely taken off. The support arm peg had a lot of scratches on it where the mayfield adaptor was attached. In order to put the mayfield adaptor part back down to the bottom of the support arm peg, it had to be hammered in using the rest of the mayfield adaptor. The mayfield adaptor was put back together, and was able to be used to hold the patient's head securely (but couldn't be moved where the parts were stuck). Either the mayfield adaptor, support arm, or both appear manufactured incorrectly and need to be replaced. There was no delay since this was observed before the case started.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The company field service engineer (fse) assisted the surgeon for an seeg case. Before the case started, the fse noticed that the mayfield adaptor mt-02-268 s18075 was very difficult to move for the part attaching to the support arm mt-02-216 s18140. The fse took apart the mayfield adaptor so that it was just the one part attached to the support arm, and it still would not move at all. There didn't appear to be any gunk that would have caused this issue between the two parts, and the fse did not have grease (although it appeared that wouldn't have helped anyways). The part of the mayfield still attached was attempted to be lifted off of the support arm, but it was very difficult and could not be completely taken off. The support arm peg had a lot of scratches on it where the mayfield adaptor was attached. In order to put the mayfield adaptor part back down to the bottom of the support arm peg, it had to be hammered in using the rest of the mayfield adaptor. The mayfield adaptor was put back together, and was able to be used to hold the patient's head securely (but couldn't be moved where the parts were stuck). Either the mayfield adaptor, support arm, or both appear manufactured incorrectly and need to be replaced. There was no delay since this was observed before the case started.